Event description:
On (B)(6) 2014 (B)(6) reported to (B)(6) that a pt experienced swelling post radiesse injection on (B)(6) 2014. The pt (km) was injected on (B)(6) 2014 in the naso-labial folds and experienced swelling at the injected sites less than two weeks after injection. (B)(6) was referred to conduct follow up treatment with the pt. (B)(6) is the physician that performed follow up treatment thus he is listed as the contact physician. (B)(6) has provided follow up info. Info received from (B)(6) on (B)(6)2014: I saw (B)(6), pt last week and treated the left upper lip nodules. After incising the lip, I was able to extract, after quite some effort, what appeared to be hard, white calcified material from the lip. While I got a significant amount of material out, I suspect there was probably a small amount of product left behind, which was difficult to remove because of adhesions and integration into the surrounding tissue. I expect that the residual product that wasn't removed will be small enough that it won't require further treatment. Further info received from (B)(6) on (B)(6)2014. The nodule was visible upon inspection and was palpable. The pt asked to have it removed. The nodule was hard and was located in a highly visible area thus (B)(6) felt it necessary to remove the nodule. I saw her after about 2 weeks. The area that I excised was still hard. I suspect it was mostly secondary to post-op wound healing rather than product nodules. I believe I will be seeing her again in the next month or so. (B)(6) stated that he excised the visible lip nodules the developed after radiesse injections done in (B)(6).

Manufacturer narrative:
(B)(4).